Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
In review of the file, it was noted that in the initial report section g, date received by manufacturer, was incorrectly entered. The following has been updated accordingly: section g-4 date received by manufacturer: correct date is 13-aug-2020 as this is the date incision enlargement, suture, and vitrectomy information was received via external communication not 06-aug-2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 09/21/2020. Section h-3: device returned to manufacturer: yes . Device evaluation: the complaint lens was received in its original lens case. The original folding carton, dfu, patient ID card, and implant notification were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and that the lens was received cut in pieces (only a piece of the optic body was received), which is consistent with a lens that was handled for removal and replacement. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: patient age/date of birth: unknown as information was not provided. Patient gender: unknown as information was not provided. Date of event: unknown as information was not provided. If implanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted, give date: not applicable, as the intraocular lens was inserted and removed in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the suspect lens was switched to a 3-pc. Lens. The suspect lens was cut out and confirmed that the incision was enlarged slightly to cut out lens. Also, an unplanned suture and vitrectomy were performed. It was learned that the suspect lens was discarded. There was no patient post-op complications. No other information was provided.